Event description:
Per the clinic, the patient was prescribed antibiotics (date, type and duration not reported) due to an infection at the abutment site. The implanted device remains.

Manufacturer narrative:
Implanted device remains.